Event description:
On (B)(6) 2005, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient presented to the hospital complaining of abdominal pain. A computed tomography scan taken later that same day identified a type ii endoleak and an aneurysm measurement of ~8-10 cm. On (B)(6) 2014, an intervention was performed whereby the inferior mesenteric artery was coil embolized. The patient tolerated the procedure and will continue to be monitored by the physician.

Manufacturer narrative:
Patient medications include alprazolam, amlodipine, atenolol, acetaminophen, calcium gluconate, calcium carbonate, heparin, hydralazine, lorazepam, nitroglycerin, omeprazole, oxycodone, pregabalin and ranitidine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.